Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent recoil occurred. The 4.50mm diameter, de novo target lesion was located in a non-tortuous and moderately calcified left anterior descending artery. Pre-dilation was performed with 3.50mm non-bsc balloon and scoring balloon. A 4.00 x 28mm synergy drug-eluting stent was successfully implanted. However, stent recoil occurred after deflating the stent delivery system balloon and continuing during post-dilation with a 4.50mm balloon. No patient complications were reported and the patient status was stable.